Event description:
The pt received his scs system on (B)(6) 2009. It was reported the ipg and scs system were operating effectively, but the pt had discomfort where the ipg is located. A revision procedure was scheduled to move the ipg to a new location.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.